Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was hospitalized due to hyperglycemia on (B)(6) 2020 for 4 days. Customer experienced a high blood glucose of 500 and 477 mg/dl. The customer alleged the insulin pump was under delivering insulin due to blood glucose was not going down after giving bolus. The customer was treated with manual injection. The reservoir will not be returned for analysis.